Event description:
The portapres is a device to continuously measure blood pressure. The portapres can be worn on the body with a protective waist belt. The device can be used w/o mains; in that case, a battery pack is used. The battery pack was a new one that arrived at the (B)(6) one week before the near-incident. The portapres was used on a pt while the device was working on the mains. It was decided to switch from mains to the battery pack. The operator was switching over and held the battery pack in his hand. It was observed that the battery pack became hot. The battery was not in the belt that is worn by the pt at this time. The battery pack was decoupled and brought outside the facility. No pt injury. No impact on the portapres device. The battery pack was exchanged for another one. It was decided at finapres to report this event, although the chance of an incident was expected to be very low.

Manufacturer narrative:
Analysis of the battery pack MFR revealed that connection plates were too long. A short-circuit might occur due to mechanical stress. Probability of actual injury for pt is expected to be very low because mechanical stress must occur, pt is always supervised, the pt is protected by a belt that is protective against heat. Battery packs (three in the USA) are replaced by other ones. Battery pack MFR will (probably) have an intermediate inspection in the production process.